Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's system controller was changed due to no longer having a green arrow running light. Patient in hospital and the nurse noticed it during the patient's self-test. The nurse that had the patient previous day said that the green light was on. The patient has had no other lvad (left ventricular assist device) issues such as alarms or pump stoppages. Controller changed without incident. Log file submitted captured routine events. There were no notable alarm conditions or parameter changes. No additional information provided.

Manufacturer narrative:
Manufactures investigation conclusion: the heartmate 3 system controller was exchanged following the reported event of not seeing the green pump running led which was captured under MFR # 2916596-2021-04372. No additional allegation regarding the controller was reported. Additional information on (B)(6) 2021 stated that the controller was not changed again on (B)(6) 2021 but was changed on (B)(6) 2021. The controller was changed due to no longer seeing green running symbol and will not be returned for evaluation. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR #: 2916596-2021-06762.